Event description:
Reporter alleged the pt received discrepant blood glucose results of hi (greater than 600 mg/dl) and hi on the inform system compared back to back with a result of 203 mg/dl on the lab system when testing was performed within 10 minutes. Reporter stated that the pt was given 12 units of regular insulin based on the meter reading. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter was unable to obtain the strips involved and so no product will be returned for evaluation.